Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer's blood glucose was 220 mg/dl. The customer reported that the keypad was not working. The customer was advised to discontinue use of the pump and to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.